Event description:
Complainant alleged that during biomed testing the device's defib output was out of specification. When set to 200 joules, the output was at 143 joules. When set to 300 joules, the output was 217 joules. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The product has not been received for evaluation, and a follow-up report will be submitted when the investigation is completed.